Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported material deformation was able to be confirmed. The reported difficulty removing the device was unable to be replicated in a testing environment due to the condition of the returned device. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a non-tortuous, mid right coronary artery with heavy calcification and 60-80% stenosis. A guide wire was advanced through the lesion. A 3.50x23 mm xience alpine rx stent delivery system (sds) was advanced against resistance in an attempt to cross the lesion, but failed to cross due to patient anatomy. Resistance was felt with the guiding catheter upon removal of the 3.50x23 mm xience alpine rx sds. After removal, the proximal stent struts of the 3.50x23 mm xience alpine rx sds were noted to be stretched. An unknown stent was used to successfully treat the lesion. There was no adverse patient effect and no clinically significant delay in procedure. No additional information was provided.